Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04681. It was reported, the patient had a fall on the ice and the stimulation had changed. The sjm rep met with the patient and determined there were some invalid contacts on both leads. Reprogramming was initially able to provide stimulation coverage. Follow up identified the stimulation was shutting off, and the leads revealed add'l invalid impedances. Stimulation coverage was lost. It was reported the physician may undertake surgical intervention at a future date to address the issue.